Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced very high blood glucose. The customer¿s blood glucose level was 404 mg/dl at the time of incident, and his current blood glucose is 67 and 145 mg/dl. The customer was treated his high with manual injection. The customer states the drive support cap appears normal. The customer perform the high pressure test and it did passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart errorr test, basic occlusion, occlusion test, prime and excessive no delivery test. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(4).